Manufacturer narrative:
The pump was received with blank display due to moisture damage electronic assembly. The pump was received with minor scratched display window, cracked reservoir tube lip, missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had blank display. The customer's blood glucose level was 202mg/dl. The customer's levels had been as high as 461mg/dl. The customer treated with manual injections. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.